Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
A customer reported that the device charge button failed. The device was reported to be in clinical use at the time, but patient details are currently unknown. Additional details have been requested.